Event description:
It was reported 2 bd microfine ¿ pro pen needle had a broken cannulas. The following information was provided by the initial reporter: "the patient reported that the needle npe was broken.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/2/2022. H.6. Investigation: two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on the second sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, (B)(6)has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 2 bd microfine ¿ pro pen needle had a broken cannulas. The following information was provided by the initial reporter: "the patient reported that the needle npe was broken."